Manufacturer narrative:
The infusion pump was returned to intuvie. During testing, the pump failed the 30 psi occlusion pressure test, recording 19.3 psi, which is outside the acceptable range of 22¿38 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed; however, the probable cause remains undetermined. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
The infusion pump was returned to intuvie. During testing, the pump failed the 30 psi occlusion pressure test, recording 19.3 psi, which is outside the acceptable range of 22¿38 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed; however, the probable cause remains undetermined. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 19.3 psi, which is outside the acceptable range of 22 to 38 psi. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 269 to 232. Subsequently, the device passed the 30 psi occlusion pressure test at 26.550 psi which is within specification. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 19.3 psi, which is outside the acceptable range of 22 to 38 psi. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 269 to 232. Subsequently, the device passed the 30 psi occlusion pressure test at 26.550 psi which is within specification.